Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection showed that the knife-edge was broken and a part of the knife might be missing. The reported condition was confirmed. The investigation showed that the knife was broken and a part of the knife might be missing. The knife-damage is consistent with inadvertently cutting on a hard object, such as a staple. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knife blade did not advance. A new device was used to complete the case. No patient injury.